Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure crease and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h4, h6.

Event description:
Healthcare professional reported "intracapsular rupture discovered via MRI" this record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture" discovered via MRI. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: b3, h.6.

Event description:
Healthcare professional reported left side "intracapsular rupture" discovered via MRI. The device has been explanted and replaced with a non-abbvie device.